Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self test, displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. However, the pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was monitored and no unexpected low battery alarms occurred during testing. The pump was received with a corroded battery tube, a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose was 150mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that battery change did not resolve the issue. The insulin pump will not be returned for analysis.